Event description:
It was reported to philips that following installation of a software update, the system failed to initialize, resulting in loss of functionality. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.